Event description:
It was reported that left knee revision of tibial polyethylene insert was performed due to pain and persistent effusion.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the information provided, the only product failure, noted in the long list of unfortunate events, was for the 2nd revision on (B)(6) 2018. The procedure notes documented ¿mechanical complications of device with failure of fixation mechanism arthrofibrosis with severe range of motion limitation failure of the anterior locking component of the tibial poly insert and tibial base plate. The root cause of this failure cannot be concluded, however the documented arthrofibrosis cannot be excluded as a contributing factor. No current or updated information regarding the patient¿s current status has been provided at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.